Event description:
Event: (cc# 98-00712) the iab leaked. Blood was noted in the tubing. On 1/26/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complication]: unknown - reported 6/11/98. [Patient's current status]: unk - rpt'd 6/11/98.